Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.